Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. =

Event description:
It was reported that five bd micro fine plus¿ pen needles were used for insulin injection, but no insulin came out during priming or injection. Foreign complaints the following information was provided by initial reporter, translated from japan to english: ¿ insulin didn't come out several times. The issue occurred during priming and during injecting. ¿

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five bd micro fine plus¿ pen needles were used for insulin injection, but no insulin came out during priming or injection. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿insulin didn't come out several times. The issue occurred during priming and during injecting.¿